Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic colon procedure, the balloon did not inflate or deflate properly. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4).

Event description:
The last known patient status is not available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was received. The valve seal was intact. The locking collar was intact. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.